Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) alarm during initial drain on the homechoice (hc). Home patient (hp) stated that she pressed go, and then connected herself. Technical service representative (tsr) explained alarm and had hp cycle power 2 times to clear. Tsr then explained that hp needs to start over with new supplies. Tsr advised hp to call registered nurse (rn) within 24 hours. No patient injury or medical intervention was reported at the time of the event.

Manufacturer narrative:
(B)(4).